Event description:
It was reported that the programmer was unable to establish telemetry with an implanted device. A known good radiofrequency head was used and still there was no telemetry. The programmer was changed out and the interrogation was able to be successfully completed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer was able to interrogate using a known good programmer head. Analysis did find a loose electrocardiogram and it failed the common mode wrist tests, an indicator of an electrocardiogram connection problem. (B)(4).